Manufacturer narrative:
(B)(4). Local distributor requested replacement parts and confirmed the parts were installed on the lift. No further info regarding the discovery of the missing parts was supplied by the facility staff.

Event description:
Complaint received that alleged the screws had fallen out of the hooks of the lift. No injury alleged.